Manufacturer narrative:
The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the customer went into the pool with the pump. Customer's blood glucose level was 126 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.